Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t (tnt) result on the elecsys 2010 analyzer for one patient sample. The initial result for tnt gave < 0.010 ug/l. This result was accompanied by a data flag. The sample was repeated twice giving tnt results of 0.532 and 0.529 ug/l. Both results were accompanied by data flags. The customer repeated the sample because the same patient tested positive for tnt with a tnt result of 0.53 ug/l the day before. No adverse events were reported for this patient. The tnt reagent lot number was 15721901. The customer stated they were centrifuging the primary sample tube at rcf = 2g. The manufacturer's recommendation is to centrifuge at 1100 to 1300 g. This issue has been identified as a possible root cause of the event.